Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive act button. She stated that she had tried to press and try different things to make the device work. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. She stated that the keys did not work when she tried to bolus. She stated that she had to wiggle the device and hit the insulin pump on the side to make it work. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent act and up button response due to corroded keypad traces. The insulin pump has minor scratched display window, cracked case at the display window corners, cracked display window corner, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot. The insulin pump was returned without the original pump belt clip.